Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged visualization of particles. There was no report of patient harm or injury. The device was returned and the manufacturer could not confirmed particles in air path during device evaluation.